Event description:
Boston scientific received information that during the implant of implantable defibrillation lead, optimal placement was found. However, when the helix mechanism was extended the lead tip appeared to flip and turn. The lead was then repositioned and shortly after the successful placement the patient developed hypotension and cardiac effusion was suspected. It was determined that the second lead placement caused a perforation. A pericardiocentesis was successfully performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.